Event description:
In the middle of the surgical procedure, laparoscopic cholecystectomy, the reprocessed harmonic scalpel failed to function. The device was removed from the wound and field, and a new device (not reprocessed) was used to complete the procedure.